Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 2-1/2 years due to endocarditis with severe mitral regurgitation. The surgeon noted that there was no malfunction of the edwards ring. Per the op report, the mitral valve was analyzed. It was a myxomatous valve with a ring which was excised sharply along with the anterior leaflet. Chords and the posterior leaflet were preserved and an edwards bioprosthetic valve was implanted. There were no operative complications reported.

Manufacturer narrative:
Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device was not returned for analysis; therefore, the root cause of this event cannot be conclusively determined. However, the surgeon has indicated that there was no malfunction of the edwards ring. No further actions are possible with the available information.